Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that there were intermittent issues with the cartridges leaking. Customer¿s blood glucose value was 250 - 360 mg/dl. A replacement pump was sent to resolve the issue.